Event description:
Ongoing factory testing of elite software found the following issues which could be encountered by a user. 1. Possible unwanted gantry motion when using the optional "remote gantry function" feature to move the gantry remotely. 2. Possibility of getting a qnx operating system command prompt while the elite software is running. 3. Inconsistent graphical user interface (gui) behaviour by pressing and holding a screen button for several seconds either by pressing and holding the left mouse button or by pressing and holding the "enter" key on the keyboard. Note: there have been no reports or occurrences of the issues reported by users.